Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to her death. The cause of this patient¿s adverse event cannot be determined at this time; however, there was no indication the patient¿s cardiac arrest leading to her death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease . Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd) rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired during a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. The cause of the cardiac arrest remained unknown, but it was stated the patient had multimorbidity. It was affirmed the patient was connected to the cycler in exchange cycle two at the time they were found pulseless by family in the evening on (B)(6) 2024. Emergency services were not activated, and the patient was pronounced deceased at home. It was confirmed, through the cause of the patient¿s cardiac arrest leading to death remained unknown, there was no indication this adverse event was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired during a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. The cause of the cardiac arrest remained unknown, but it was stated the patient had multimorbidity. It was affirmed the patient was connected to the cycler in exchange cycle two at the time they were found pulseless by family in the evening of (B)(6) 2024. Emergency services were not activated, and the patient was pronounced deceased at home. It was confirmed, through the cause of the patient¿s cardiac arrest leading to death remained unknown, there was no indication this adverse event was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired during a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. The cause of the cardiac arrest remained unknown, but it was stated the patient had multimorbidity. It was affirmed the patient was connected to the cycler in exchange cycle two at the time they were found pulseless by family in the evening of (B)(6) 2024. Emergency services were not activated, and the patient was pronounced deceased at home. It was confirmed, through the cause of the patient¿s cardiac arrest leading to death remained unknown, there was no indication this adverse event was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired during a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. The cause of the cardiac arrest remained unknown, but it was stated the patient had multimorbidity. It was affirmed the patient was connected to the cycler in exchange cycle two at the time they were found pulseless by family in the evening of (B)(6) 2024. Emergency services were not activated, and the patient was pronounced deceased at home. It was confirmed, through the cause of the patient¿s cardiac arrest leading to death remained unknown, there was no indication this adverse event was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.